Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the second of two scs systems on (B)(6) 2009 including an ipg. It was reported that he lost stimulation and was unable to communicate with the ipg via either the charging system or the pt programmer. Attempts to rectify this matter with the use of a new charging system were unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg.